Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing, the patient¿s r-waves were frequently dropping in amplitude, causing multiple pause episodes. There were no patient symptoms. The device was reprogrammed.